Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient no longer had pain and did not need the device anymore.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4). Description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.